Event description:
It was reported that the customer had multiple no delivery alarms on her insulin pump, and was hospitalized with high blood glucose (while wearing the pump). Her blood glucose was 460 mg/dl at the time of reporting. Troubleshooting suggested that the insulin pump was working correctly. No equipment is being returned. No additional information was reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.